Manufacturer narrative:
Additional information: a potential root cause for the report of elevated lactate dehydrogenase (ldh) level and flow issues was confirmed during the evaluation of the returned device. Examination of the pump¿s blood-contacting surfaces found a denatured, tissue-like thrombus in one of the rotor vanes. The tissue showed a curved shaped, laminated layering, indicating that the thrombus may have initially formed on the inlet bearing. The thrombus could have contributed to the report of elevated ldh level and flow issues. The evaluation could not conclusively determine the cause of the thrombus. A correlation between the device and the patient's previous report of gastrointestinal bleeding could not be determined. Visual inspection of the pump¿s bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis, hemolysis, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: a patient outcome information was received on (B)(6) 2016 indicating that the patient received a heart transplant on (B)(6) 2016. According to the clinical representative, there were no issues on the pump implanted on (B)(6) 2016; however, the patient was elevated on the transplant list due to history of pump exchanges and due to clotted pumps.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 48 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to an elevated lactate dehydrogenase (ldh) level of 1600 u/l (4x normal for the patient), positive blood in urine, return of heart failure symptoms, and a failed ramp study at 1100 rpm. The lvad had no abnormal parameters or alarms. The patient underwent a pump exchange on (B)(6) 2016. It was also reported that the patient had gastrointestinal bleeding a couple of weeks prior. A colonoscopy was performed and the patient was taken off of anticoagulation (coumadin and aspirin). The gastrointestinal bleeding resolved and anticoagulation was resumed.